Event description:
It was reported that the patient presented in clinic. During analysis, it was discovered that the implantable cardioverter-defibrillator (ICD) was in back-up mode and the patient had felt a vibratory alert . The physician opted to explant and replace the ICD, a new ICD was successfully implanted. The patient was discharged.